Event description:
During a lumbar spine and pelvic x-ray procedure, the x-ray tube/tube housing of the overhead x-ray tube "exploded". The circular metal cap on one end of the tube housing was blown off the tube with explosive force. The pt and the technologist were showered with hot oil (from tube assembly), which sprayed over 70% of all surfaces within the r&f suite. Both the pt and the technologist were taken to the emergency room at medical ctr and were both discharged with no injury. Equipment has been under service by MFR.